Event description:
It was reported that during a laparoscopic nephrectomy procedure, when the second reload was fired across the vessel, the staples were good at each end, but there was a leak in the middle. A clip was used on the center of the staple line to seal the leak. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.